Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue.  The patient was in stable condition.